Event description:
The customer stated that he was hospitalized due to hyperglycemia. The customer's blood glucose reading was reportedly over 600 mg/dl. The customer stated that he was drinking alcohol and that led to his high blood glucose levels. The customer stated that he may have fell on the insulin pump, now the display is black and cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump was returned with a cracked an bleeding liquid crystal display. No functional testing could be performed due to the damaged display.